Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event caused by bent cannula. The infusion set was in use for forty-eight hours. The blood glucose level was 459 mg/dl at the time of the event and the patient got treated with hydration potassium replacement bromopride novalgina and tylenol. Patient is found positive for ketones and results are found to be more than 1mmol/l. Ketones levels were found to be life threatening at the time of the event. No further information available.